Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for the treatment of a severely tortuous lesion (90% stenosis degree) in the proximal lad. The device was introduced into the body, but could not be advanced to the lesion due to severe calcification.